Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated and the definitive cause for the physical resistance/sticking of m/l knob could not be determined. In this case, it was noted that when cds was retracted into the guide to check for proper blue alignment there was no blue line alignment and cds was re-aligned and re-inserted. It should be noted that in the mitraclip instructions for use (IFU) states,align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. In this case, it was reported that the alignment markers were not aligned, and user continued to insert the mis- keyed the device, therefore, the reported improper or incorrect procedure (failure to follow instructions) appears to be due to the user deviating from the IFU. Based on the available information, it does appear that the user deviating from the IFU contributed to the reported sleeve steering issue. The definitive cause for the pericardial effusion that likely resulted in hypotension could not be determined. The atrial perforation was due to procedural circumstances. The reported patient effects of atrial perforation, pericardial effusion and hypotension, as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device was not returned for analysis. All available information was investigated and the definitive cause for the physical resistance/sticking of the m/l knob could not be determined. In this case, it was noted that when the clip delivery system (cds) was retracted into the guide to check for proper blue alignment there was no blue line alignment and cds was re-aligned and re-inserted. It should be noted that in the mitraclip instructions for use it states "align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve." In this case, it was reported that the alignment markers were not aligned. Based on the available information reviewed, it appears that the user deviating from the IFU likely contributed to the reported sleeve steering issue. The definitive cause for the pericardial effusion that likely resulted in hypotension could not be determined. The atrial perforation was due to procedural circumstances. The reported patient effects of atrial perforation, pericardial effusion and hypotension, as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: additional manufactures narrative corrected

Manufacturer narrative:
2017- code clarifier failure to follow steps / instructions g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is being filed under separate medwatch report.na

Event description:
This is being filed for pericardial effusion, perforation, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the first clip delivery system (cds) 90111u196), it was not possible to flush and de-air the sleeve with heparinized; however, the cds was blocked. The dc fastener was released, and an attempt was made to retract and advance the dc handle, but resistance was felt. The cds was not used in the patient and a second cds (90322u186) was prepared. The second cds was advancing to the mitral valve; however, upon turning the m/l knob, resistance was felt, and the tip of the clip pointed towards the wrong direction. The cds was retracted into the guide to check for proper blue alignment. It was confirmed that there was no blue line alignment and cds was re-aligned and re-inserted. The clip was steered in the left atrium and positioned above the mitral valve. Echocardiogram showed a pericardial effusion (pe) and the patient¿s blood pressure dropped. Pericardial puncture was performed. After hemodynamically stabilizing the patient, the clip was deployed. Medication was administered to reverse heparin-induced anticoagulation; however, the pe was still present causing a delay in the procedure. The patient was sent to surgery for additional treatment. It was discovered bleeding of the left atrium from an atrial perforation which was repaired with two stitches and a small patch. The patient was stable. One clip was implanted, reducing mr to 1. No additional information was provided.